Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. A correction bolus was delivered to address bg. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change issue was verified, but the damaged cartridge issue could not be verified. B3, b5, h6 (add code 1384) b3, b5, h6 (add code 1384).

Event description:
It was reported that intermittently multiple cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing, and the customer confirmed the o-ring was not located on the pneumatic tap. The customer's blood glucose level was displayed as "high¿; however, a specific value was not provided. Ultimately, customer was able to load a second new cartridge on the pump to resolve the issue. Customer continued to use the pump for insulin therapy until the replacement arrives.